Manufacturer narrative:
Date of event: the exact event date is unknown. Initial reporter phone: (B)(6).

Event description:
It was reported that the patient underwent a revision of his inflatable penile prosthesis (ipp). The tube from pump to one cylinder was cut. The device was replaced with a new ipp. The patient had a stable outcome.

Event description:
It was reported that the patient underwent a revision of his inflatable penile prosthesis (ipp). The tube from pump to one cylinder was cut. The device was replaced with a new ipp. The patient had a stable outcome.

Manufacturer narrative:
B3 date of event: the exact event date is unknown . E1 initial reporter phone: (B)(6). Investigation summary: with all the available information, boston scientific confirmed the reported the reported event as analysis identified a hole in one of the cylinders. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; exposed suture was present; however, no leaks were found. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ipp cylinders were visually inspected and leak tested. Cylinder 1 has a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; large hole with broken fabric treads was present. Due to this damage being consistent with explant it will be considered a secondary failure. The krt of cylinder 1 was worn to filament; exposed suture was present. Both cylinders had wear at fold in cylinder body. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.